Manufacturer narrative:
DHR review for batch 7150658: manufacturing date: 06/15/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7150658 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. According to the complaint description, the customer may be describing cylinder image dots that are part of the printed image. An image may have one, two or no dots printed next to the scale markings. These are normal and are not defects. However, since no samples (including photos) were returned the complaint could not be confirmed and the root cause is undetermined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. No samples (including photos) were returned the complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dots were seen on a bd 10ml syringe luer-lok¿ tip inside the sealed package before use. No injury or medical intervention.